Manufacturer narrative:
Please note the correct serial number associated with this complaint is (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (time loss/gain) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 08/15/2013 device evaluation: the pump has been returned and evaluated by product analysis on 07/17/2013 with the following findings: a review of the black box history revealed the following manual time changes; on 05/13/2013 from 4:11pm to 1:11pm, from 1:16pm to 3:15pm and from 4:31pm to 5:31pm; on 05/16/13 the following time changed occurred from 5:19pm to 4:19pm; on 05/17/2013 the following time changes occurred from 2:25pm to 12:25pm. A timekeeping accuracy test was performed; the pump was keeping time accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.